Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by hospital personnel that the system controller was getting warm and caused some skin irritation to the pt. It was also noted that one battery appeared to drain faster than the other connected to the system controller. The system controller was replaced with another system controller and no further problems have been reported. Add'l info was rec'd by the MFR confirming that the pt rec'd a 1st degree burn, with no blistering. The pt has clipped the system controller to their binder in the same place at bedtime every night. The pt was counseled and told not to put the system controller directly on the skin or under the covers in the future.

Manufacturer narrative:
The device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.